Event description:
Customer reportedly received results of 15.1 mmol/l and 5.5 mmol/l within 10 minutes on the mobile system. The following day customer received results of 30.2 mmol/l and 8.2 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).